Manufacturer narrative:
A1-a6: missing patient information is pending follow up with hospital. D4: lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that a newly implanted patient was having constant yellow wrench alarm on the mobile power unit (mpu). The unit was shipped on 10jul2024. The customer would like a replacement mpu sent overnight due to an out of box failure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section g3: the previous submitted report was submitted with aware date 19mar2025; the correct aware date is 28feb2025. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench alarm was confirmed during evaluation of the returned mobile power unit (serial number: (B)(6)). The yellow wrench alarm was reproduced during functional testing, and it was found that the mobile power unit (mpu) was not able to properly supply power to a test system controller and mock circulatory loop. The mpu was then shipped to the manufacturing team for additional analysis. Further inspection by the manufacturing team revealed that a capacitor component on the power supply printed circuit board assembly (pcba) was compromised. The power supply pcba is a supplied part, and the supplier was notified of the observed issue. Samples of the related capacitor lot were sent to both the capacitor supplier as well as a third-party component testing company for additional analysis; both investigations concluded that the capacitors were nonconforming to their required specifications. The root cause of the reported yellow wrench alarm was determined to be that a capacitor component on the power supply pcba was nonconforming. A supplier corrective action request (scar) was extended to the supplier of the power supply pcba. Additionally, abbott has initiated a corrective and preventative action (CAPA) to further address the observed issue. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. It was noted that the serial number of the power supply pcba associated with this unit is 40370. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (including no external power) and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the emergency backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use IFU section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 IFU section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device is included in the heartmate mpu capacitor issue field action issued by abbott on 28feb2025. No further information was provided. The manufacturer is closing the file on this event